Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was confirmed the customers allegation of the plastic distal end body had a broken pink probe tip and had deep dents. Additionally, the bending section cover glue was cracked. The insertion tube had dents. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope experienced parts falling off from the distal end (including a rubber). The event occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, and could not be reproduced, as the device was not returned to the legal manufacturer for an evaluation. No further information could be obtained in relation to this event. Olympus will continue to monitor field performance for this device.